Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant was failed due to pt bone condition. The implant was placed at #26. Traditional 2 stage. Heavy smoker.